Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Review of the provided photographs confirms a worn and fractured poly liner along with an explanted ceramic head. The photographs of the explanted head shows some metal transfer on the underside of the head which is likely due to marking from the extraction tool. Nothing further can be gained from the photograph of the head. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. The review identified that ap pelvis demonstrates bilateral tha with asymmetric position of the right femoral head within the acetabular cup suggesting polyethylene wear of the acetabular component. Osteopenia with no bony fracture. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical devices: e-poly 36mm +3 maxrom lnr sz23; item# ep-108223; lot# 175600. Regen/rnglc+ solid 52mm sz 23; item# pt-104052; lot# 961870. G2 - foreign : australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 12 and a half years post implantation due to the liner having worn through and cracked in situ. Due diligence is in progress for this complaint; to date no additional information or product has been received.